Event description:
This is a report received by baxter in 2009, from a customer. The same day, the customer observed that one unit of cryocyte, 50 ml w/lbl pkt. (Code r4r9951, batch h08e23045) showed a star-shaped crack. The bag was found in the mve cryo-preservation system. This crack was not observed after computer-controlled freezing. The customer put 7 ml in this bag. No clinical impact on the pt and/or user was reported.

Manufacturer narrative:
An assessment of the case is ongoing. A follow-up report will be submitted upon its completion.